Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt had her vns therapy pulse generator replaced due to battery end of service. Generator was subsequently returned to manufacturer for product analysis. During analysis the reported issue, battery end of service, was confirmed. Additionally, an analysis of the printed circuit board assembly identified out-of-specification drain currents, and that transistor q10 was the root cause, a battery-life calculation was performed with programming history found in manufacturer database, which resulted in a negative number signaling that the malfunctioning q10 had minimal effect on battery longevity.